Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 650 mg/dl while wearing the pod. The patient reports they had been vomiting. The patient reports receiving a pod shut off advisory alarm. The patient removed their pod prior to going to the hospital. Once at then hospital the patient was treated with intravenous fluids as well as insulin.